Event description:
During a surgical procedure, the nurse and doctor noted that there was bleed through on site even though the cuff appeared fully inflated. The pressure was increased, and the bleed through continued. When the cuff was switched out for a different cuff, the bleeding stopped. The patient lost 10-20cc of blood. There was no clinically significant delay.

Manufacturer narrative:
Product received on 04/11/2018. Device evaluation: no problem found.

Event description:
During a surgical procedure, the nurse and doctor noted that there was bleed through on site even though the cuff appeared fully inflated. The pressure was increased, and the bleed through continued. When the cuff was switched out for a different cuff, the bleeding stopped. The patient lost 10-20 cc of blood. There was no clinically significant delay.